Manufacturer narrative:
Additional information provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
According to the additional information received, the patient was left aphakic for approximately 21 days. On (B)(6) 2026, a lens of the same model, diopter, and company as the original was implanted in the sulcus. The patient is scheduled for follow-up.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported a haptic defect in the intraocular lens (iol). Additional information was received on 22-feb-2026, providing further details about the reported event. The haptic broke inside the eye. Therefore, the lens was removed in an initial procedure. The patient is now aphakic in the right eye, with visual acuity documented as "hand motion perception". The patient has known history of zonular insufficiency. A sulcus implantation with 3-piece iol is scheduled for on (B)(6) 2026. Additional information has been requested but is not available at the time of this report.